Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-ray console power supply and system software were restored. The system was tested and found to be working as intended and returned to service.

Event description:
The fse reported that the system would not start up (no boot). This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.